Event description:
Info received indicates pump experienced error code 45.

Manufacturer narrative:
Error code 45 could not be confirmed because pump history was inaccessible. S/n (B)(4) is part of recall number z-1870-2011.